Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 479mg/dl and air bubbles in the tubing. Troubleshooting was not done as the customer indicated the infusion set and reservoir were just changed and they treated for the high. Customer was advised to monitor the pump and call back if necessary.